Event description:
It was reported that during a routine pump replacement, debris was found in the pump connector and the catheter was kinked. It was noted that it was unclear if the kink had obstructed flow through the catheter. No pt symptoms were reported. The pump was used to deliver lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.